Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced during an upgrade to a biv device. The physician suspected clavicular crush of both the ra and rv leads. Upon removal, the distal portion of the rv lead broke off and remains in the patients rv. No adverse events or outcomes to the patient were reported. Should additional information become available, this file will be updated.